Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/8/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, but unavailable: how long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there patient consequences? If yes, please explain. Was there any additional tissue damage as a result of searching for the needle? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown vascular procedure on (B)(6) 2025 and suture was used. At 11:30 am, the surgery went smoothly. During the vascular suturing, the problem of pulling off suture needle happened, resulting in the loss of the needle. After searching, the missing needle was not found. During the operation, a c-arm x-ray machine was used to check and no missing needle was found in the surgical cavity. The malfunction caused a prolonged surgery time, increased surgical risks, and caused psychological pressure on medical staff. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: this event resulted in an extension of the surgical time by approximately one hour and no subsequent adverse events were reported.